Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system but was unable to duplicate the reported issue. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6). The gehc internal field modification number is fmi (B)(4). Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/23/17 phone call, 10/24/17 phone call, 10/25/17 phone call. (B)(4).

Event description:
The hospital reported intermittent high fico2. There was no report of patient injury.